Event description:
Note: date of event is unknown. On may 22, 2008, a boston scientific employee became aware of a clinical study article, "comparison of wallstent and ultraflex stents for palliation of malignant left sided colon obstruction" published in gastrointestinal endoscopy 67:3;2008, pp 478-488 (see attached). The study was a retrospective analysis to compare wallstent and ultraflex stents. The following information was derived from this article: according to the complainant, nine months post procedure, the patient experienced a stent erosion or ulcer. The patient was concurrently receiving radiation therapy. Additionally, a blood clot was found adherent to the edge of the stent.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. See scanned pages.